Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative indicated that they have no further information, and are waiting authorization to replace the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that patient had a history of >40,000 ohms. The representative reported they have been seeing impedances when tested at > 10,000, 20,000 and 40,000 ohms no matter what electrodes they use for reference. The representative reported they have seen this since 2011 and every year since. The representative was just started having the discussion for next steps and preparing for replacement. It was reviewed that it seemed odd that the patient was able to feel stimulation given the high impedances. It was reviewed it was best to test leads with mltc prior to hooking up to new ins when replacement is scheduled in 3-6 months. The patient has good therapy, great pain relief and feels stimulation. No further complications were reported/anticipated. Additional information was received from the manufacturer representative on 2018-02-06. It was reported the representative first became aware of the impedance issues 2011-10-3. The cause of the impedance issues was not determined. The ins replacement was planned due to end of service. The replacement was not related to the impedance issue. No further complications were reported/anticipated.